Event description:
It was reported that stent damage occurred. A 8.0x30x75cm express¿ ld vascular bare metal stents was used to treat the target lesion. However, the physician noted an "eversion" of a proximal segment of the stent strut preventing its output of the desilet. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).